Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery of the patient's anatomy was provided, and the following was noted: the patient's right access vessel showed the presence of tortuosity and calcification. The torn sheath distal tip was confirmed empirically. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process variation during trimming step leading to hdpe damage. Additionally, patient factors, such as challenging anatomy, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. Furthermore, high push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 26 mm sapien 3 ultra resilia valve, resistance was encountered when the commander delivery system with the valve was being inserted into the 14fr esheath+. The resistance occurred specifically upon reaching the distal tip of the esheath+. The physician noted the resistance and applied additional effort to advance the valve, which resulted in an abrupt jump of the valve forward through the sheath. The procedure continued and the valve was deployed successfully. Angio was taken before taking the sheath out. There were no difficulties during withdrawal of the delivery system or removal of the esheath+. No patient injury was reported. The patient remained in stable condition following the procedure. The distal tip of the esheath+ was found to be torn but remained attached to the sheath.